Manufacturer narrative:
Updated data: a2 - patient age, b7 - relevant history. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A4. Patient weight added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Still images provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: (1) a non-medtronic valve was 100% deployed. (2) the medtronic valve was deployed to 80% and it was trending shallow. (3) the valve was deployed at 60% and the system was sitting in the ascending aortic arch. (4) the valve was 100% deployed and it was in a very deep position. The image review confirmed that a medtronic valve was implanted in a non-medtronic valve, in a deep position. The imaging also confirmed that more than one attempt was made to implant the valve. The available imaging was unable to support the other reported events related to the patient. Paravalvular leak (pvl) can be caused by factors such as valve positioning, patient anatomy, calcification level or presence of pre- existing patient conditions. In this case, the pvl was likely attributed to the suboptimal valve position (deep), which was also confirmed by the image review. The exact implant depth of the valve was unknown but it should be noted that the target implant depth for evolut r is 3 ¿ 5 mm. The deep implant may have been due to some positioning difficulties as well since the medtronic valve was deployed in an existing non-medtronic valve. However, a root cause for the deep implant could not be conclusively determined. It was also reported that after the valve implant, the patient had a stroke and was in rehabilitation. Multiple factors can influence the onset of a stroke. Its etiology may include embolization of calcific debris, patient medical history and procedural factors. ¿stroke (ischemic or hemorrhagic), transient ischemic attack (tia), or other neurological deficits¿ are also listed as potential adverse events associated with the use of the valve in the instructions for use (IFU). Based on the available information, a conclusive cause for the stroke could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, following multiple attempts to implant a non-medtronic transcatheter valve into a bioprosthetic valve (implanted 10.5 years), the valve was deployed deep resulting in significant paravalvular leak (pvl). Following the implant, the patient had a stroke and is recovering in rehabilitation.